Event description:
During a stimulation trial the pt had two 2x4 leads and one 1x8 lead placed and the pt felt pressure and burning pain at the t7/thoracic level and a spinal headache. The hcp believed the pt had spinal stenosis. The pt did have good stimulation and impedances were within the normal range. The pt was treated with fluids and admitted to the hosp. All impedances were within normal limits. A magnetic resonance imaging apparently showed blood in the epidural space and disc injury at the t7 area. The pt was found to have a spinal headache from a 'wet tap'. The hcp concluded that he must have initially placed the lead in the thecal space prior to having it epidural. The pt was given a blood patch the day after admission. The disc injury was apparently from a previous injury. When the stimulation was turned on in this area, the hcp concluded that it exacerbated the disc injury. The pt was going to be discharged from the hosp in 2008. The leads from the trial were pulled and discarded. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.